Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: g2. A getinge field service engineer (fse) discovered the issue. The fse reported that it was related to user error and no technical failure was found. The unit passed all the functional and safety tests as per factory specifications.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: university med center of (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check by getinge fst, the cs300 intra-aortic balloon pump (iabp) had autofill failure. No patient involved.